Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the stapler log shows that the sureform 30 curved-tip stapler instrument was installed on the system three times and fired three sureform 30 white reloads. On each install, the first clamp was successful. On installs 1 and 3, the firings were each completed with no pauses for compression. On install 2, the firing was completed with 1-2 pauses for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a partial fire occurred while using a sureform 30 curved-tip stapler instrument equipped with a sureform 30 white reload, resulting in bleeding. Prior to this incident, the stapler instrument was successfully fired on the a1-3 and right upper pulmonary vein without any complications. After removing the stapler instrument, an attempt to insert a new stapler reload was unsuccessful for unspecified reasons. A second stapler reload was obtained, and the stapler instrument was then fired on the a2 branch of the pulmonary artery. During the firing sequence, the stapler paused for compression and displayed the message "pausing for compression," but ultimately completed the cycle. Upon opening the jaws, a portion of the pulmonary artery branch had not been adequately sealed, resulting in less than 200ml of pulsatile bleeding. Due to the short length of the vascular stump, a clip could not be used, so the vessel was sutured to control the bleeding. No blood transfusions were necessary or administered. According to the surgeon, the case was converted to open surgery; however, the reason for the conversion is unclear. Post-operatively, the patient developed a lower respiratory tract infection requiring antibiotic treatment. The surgeon indicated that the patient is currently fine.